Event description:
The dentist discovered that this abutment screw fractured after noticing movement in the bridge.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component has confirmed the screw has fractured along the thread. And the hex has been slightly damaged. Although a complete dimensional analysis cannot be performed due to the damage, visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. No lot or order number has been provided. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.